Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue arises again, which the caller acknowledged and understood.